Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt266 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device 1: lot#: 2102119018; UDI: (B)(4); device manufacturing date: (B)(6) 2022. Device 2: lot#: 2102028631; UDI: (B)(4); device manufacturing date: (B)(6) 2022. Device 3: lot#: 2102157407; UDI: (B)(4); device manufacturing date: (B)(6) 2022. The complaint rt266 infant dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
Ps409794 section d4 and h4: device 1: lot#: 2102119018; UDI: (B)(4); device manufacturing date: 05-apr-2022. Device 2: lot#: 2102028631; UDI: (B)(4); device manufacturing date: 16-feb-2022. Device 3: lot#: 2102157407; UDI: (B)(4); device manufacturing date: 16-feb-2022. Method: the complaint rt266 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and leak tested. Results: visual inspection of the complaint rt266 infant dual-heated evaqua2 breathing circuits revealed no damage found to the returned breathing circuits or the dryline. The leakage test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. However, the leak the customer experienced was most likely due to a loose connection in the setup. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that three rt266 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.